Manufacturer narrative:
Product event summary: the device was returned and no analysis was completed and the device is a competitor product.

Event description:
It was reported that during a routine explant procedure, difficulties were encountered with removing the chronic right ventricular lead from the header of the device. The physician used mineral oil and saline to aid in the removal of the lead. Ultimately, the lead was able to be removed from the header and the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.